Event description:
Additional information received. Revision (B)(6) 2021.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. (B)(6) 2021 phone call appointment, patient reported stimulator is not working even after meeting with medtronic .it's not charging .patient was told to see the doctor about the pump placement patient still waiting to receive a new charger as the one she received was defective. (B)(6) 2021 the provider noted some fluid collecting around ipg, and were able to briefly couple the charger to the ipg, but were unable to maintain the connection and charge the device. The patient will require another revision of the ipg pocket site in order to create a mesh pocket to maintain the ipg in place in the correct orientation further charging. (B)(6) 2021 patient called and was in excruciating pain provider waiting to schedule the patient for urgent ipg pocket revision. (B)(6) 2021 patient unable to charge the scs. Resolved without sequelae (B)(6) 2022.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a phone call appointment on (B)(6) 2021 in which the patient reported that the stimulator was not working, and the patient was unable to charge even after meeting with a manufacturer representative. No actions were taken, and it was noted that the issue was ongoing. Additional information received from the study reported that there was some fluid collecting around the implant. They were briefly able to recharge but were unable to maintain the connection. It was stated the patient would require a revision of the pocket in order to create a mesh pocket to maintain the implant position for charging. The patient was in pain.